Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the pump's usb port was loose, and the pump disconnected intermittently. Charging issues were experienced due to the usb port being loose. There was no reported impact to the customer's blood glucose level. The pump was replaced to address the issue.